Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt had a compression plate in place. Hardware was removed, the acetabulam was reamed to 52mm and a 54mm cup was impacted. At that time, surgeon noticed the acetabular was fractured and the cup was loose. At which time he proceeded to put 5 bone screws in the cup. At this time, he noticed the cup was still loose. The fracture appeared to be much worse than he originally determined and all the hardware was taken out. He put a recon plate onto the acetabular to fix the fracture and a decision was made to close due to medical reasons."